Event description:
On (B)(6) 2010, intuitive surgical, inc. Received a copy of user facility medwatch (B)(4) from the FDA. The event details are provided below: event desc: surgeon was operating with robotic scissors when it was observed that the scissors broke apart in the patient. The scissor arm was removed with what appeared to be half the scissor arm missing. Surgery was converted to laparotomy allowing for the robot to be removed and taken apart - missing scissor piece discovered in the robot. Rep. Notified, no known reason for arm breaking, the arm had 5 uses left. No injury noted to the patient at the time. Patient discharged and then returned to hospital with increased drainage one week later, abscess drained and treated for infection. Patient currently infection free and remains at home. Device usage problem: device failed (e.g.) Broke, couldn't get it to work or stopped working.

Manufacturer narrative:
The monopolar curved scissors instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. The console surgeon and site's risk management department were contacted on three separate occasions to obtain additional information, however, no response has been received. The isi clinical sales representative (csr) for this site indicated that in december 2009 he was first contacted about the event. The csr was advised by the site that the procedure was challenging and that the site had considered converting to a laparotomy prior to the instrument breakage but made the final decision to convert once the instrument breakage occured. If the instrument is returned for evaluation or if additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
On (B)(6) 2012, the patient medical records were provided to intuitive surgical, which includes the operative report and pt's medical history.